Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The broken pin could not be evaluated as it was not returned for investigation. Pictures of the broken pin or post-op x-rays were unable to be provided to confirm the reported events. Review of the device history record identified no deviations or anomalies related to the reported event. The definitive root cause could not be determined based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of fixed fluted pin fractured when drilling in the tibia. The bone was very hard. They cooled with water during drilling the pin. The tip of the pin remained in the bone, impossible to remove without damaging the bone. No additional impact or consequence to the patient was reported.